Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 1.9, lab: 5.0. Pt's target therapeutic ranges are both 2.0 - 3.0. All comparisons were done within an hour of each other.

Manufacturer narrative:
Investigation pending.